Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer noted air gaps in the infusion set tubing. Tandem technical support advised the customer to prime out the air gaps. The customer acknowledged the information.